Event description:
Patient complained of pain in knee. Surgeon performed an x-ray and states a cyst may have formed. Surgeon requested the remaining parts of the implant to be tested. The implant was removed and a competitor's implant was used to treat the patient. This device is used for treatment.

Manufacturer narrative:
The investigation has been initiated, but not yet completed.